Event description:
The device was replaced 1 year after implant due to a low battery voltage. The device was explanted and replaced at the same time as the right ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) a low battery voltage was measured; however, electrical analysis did not find any anomalies within the device or the hybrid. The hybrid had nominal current drain. Long term monitoring at 23c and 37c temperatures, electrical bench testing, and temperature cycling were performed. No high current or abnormal conditions were observed, and the cause of the battery depletion was not identified.